Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection was performed on the returned applicator and no damage was observed. Applicator had been fired; however, the sharp was observed to be loose. Visual inspection performed on the sensor pack and no issue was observed. The lid was completely peeled off and no issue was observed with the platform. Visual inspection was performed on the returned sensor; no issues were observed. Upon visual inspection the sensor plug was observed to be not properly seated. No failure modes were observed upon visual inspection of the sensor plug. This issue is not confirmed to use due to incorrect assembly method. An extended investigation has been performed for the reported complaint. The dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An issue was reported with the abbott diabetes care device, with the customer stating that "the sensor tip fell out". The customer experienced symptoms of sweating, loss of concentration, chills, and a loss of consciousness. The customer received treatment of sugary food and orange juice by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.